Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B1, b5, h1: the initial complaint was reviewed and found not reportable. Complaint was incorrectly submitted (incorrect company division).

Manufacturer narrative:
Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hub of the cerebase catheter broke where the orange and yellow piece meet. A ballast catheter was used to complete the procedure. It is unknown if there is surgical delay reported. There were no fragments generated. This report involves one (1) ti patient specific plate mandible/angle/2.0mm thick. This is report 1 of 1 for (B)(4).